Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) at 16:14 he received an adc freestyle libre sensor message 'hi' (reading greater than 500 mg/dl) compared to a reading of 160 mg/dl obtained on another adc meter. The customer also reported another reading comparison also taken on (B)(6) (unknown time): sensor 448 mg/dl (horizontal trend arrow) vs 224 mg/dl built-in meter of freestyle libre device. Customer self-treated with insulin (dose/type unknown) based on the sensor readings and sometime later experienced symptoms described as tremors, sweating, and "feeling like almost fainting". A family member treated the customer with a glucagon injection. There was no report of death or permanent impairment associated with this event.